Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26aug2020.

Event description:
The customer reported that the values on the device were changing without user intervention. The user was in a settings-change screen when the values were jumping, and the problem occurred repeatedly; however, none of the jumping values were accepted by the device. During the malfunction, the user was still able to change, accept, and cancel changes. The ventilator did not change output/delivered therapy without user input. The malfunction occurred during testing. The device was not in clinical use. There was no patient harm. The field service engineer performed control tests and confirmed the navigation ring was not working. The field service engineer replaced the front bezel and then performed a touchscreen calibration and performance verification testing before returning the device to the customer.